Event description:
The customer reported that this atrial (ra) lead exhibited high pacing thresholds at 5.0 volts therefore, this pt underwent a revision procedure and this lead was surgically capped and abandoned. No additional adverse pt effects were reported. The lead was actively implanted for approx 9 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold eval is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.